Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had elevated lactate dehydrogenase and signs of hemolysis. The pt underwent a pump exchange from one lvad to another lvad due to suspected thrombus.

Manufacturer narrative:
According to the info provided, the lvad pump is currently being retained by the hospital. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.